Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient had a touch contamination. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with cephalexin (route, dosage, frequency, and duration not reported) for the peritonitis, and was ongoing at the time of this report. At the time this report was received, dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.